Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) lead stretched, causing the inner tubing to buckle. This prevents the proper torque transfer when turning the is-1 pin. The helix cannot be further test due to the damage. Distal conductor distorted (overstress).

Event description:
It was reported during the implant procedure that the helix on the lead broke after 3 extensions. Implant attempt - helix broke off after 3 extensions. The device was not implanted. No patient complications have been reported as a result of this event.